Event description:
It was reported that this pacemaker declared safety mode which was observed during a remote transmission. The estimated battery longevity at the last check in october of last year showed approximately 1 year remaining. The patient was hospitalized; however, did not experience any adverse effects and the patient is not dependent. Subsequently, surgical intervention was performed two days after the patient was hospitalized, and this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: multiple requests for product return were submitted to the field. There has been no further response concerning the return. If more details are provided, a supplemental report will be generated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker declared safety mode which was observed during a remote transmission. The estimated battery longevity at the last check in october of last year showed approximately 1 year remaining. The patient was hospitalized; however, did not experience any adverse effects and the patient is not dependent. Subsequently, surgical intervention was performed two days after the patient was hospitalized, and this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.